Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional later reported severe pain and rupture due to a sliding accident which is considered not device related confirmed by ultrasound and MRI.

Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Rupture: observed a broken on anterior assessed as fold flaw opening, observed smooth opening on anterior assessed as smooth opening and missing shell observed assessed as inconclusive. Additional observations: stress marks observed on the device.

Event description:
Patient reported a left side rupture. Healthcare professional later confirmed left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.